Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The largest ostium measured on transesophageal echocardiogram (tee) was approximately 29 mm with a depth of approximately 15 mm at 135 degrees. The procedure was started out with a 35 mm watchman flx laa closure device and delivery system (wds) that was too big for the left atrial appendage(laa). Then a 31 mm watchman flx laa closure device was attempted, but did not work. Then it was decided to use a 24 mm watchman flx laa closure device and land it distal in the appendage. After several attempts, it was believed the device met anchoring criteria and the closure device was released. After the release, the closure device shifted at the 90 degree mark and was observed. After a minute or so the closure device came out of the laa. The closure device was explanted from the descending aorta. No patient complications occurred.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The largest ostium measured on transesophageal echocardiogram (tee) was approximately 29mm with a depth of approximately 15mm at 135 degrees. The procedure was started out with a 35mm watchman flx laa closure device and delivery system (wds) that was too big for the left atrial appendage(laa). Then a 31mm watchman flx laa closure device was attempted, but did not work. Then it was decided to use a 24mm watchman flx laa closure device and land it distal in the appendage. After several attempts, it was believed the device met anchoring criteria and the closure device was released. After the release, the closure device shifted at the 90 degree mark and was observed. After a minute or so the closure device came out of the laa. The closure device was explanted from the descending aorta. No patient complications occurred. It was further reported that the closure device was snared out of the patient and the patient is doing well.

Manufacturer narrative:
Impact code corrected from device explantation f1903 to additional device required f2301.